Manufacturer narrative:
Additional narrative: this report is being submitted due to a retrospective review conducted under CAPA (B)(4). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2015, an fse conducted on-site follow-up with the customer. The fse observed that the seal breaker allen screw was loose on the motor causing the seal breaker to move too far to the left. The fse tightened the screw on the motor and realigned the seal breaker. This returned the instrument to normal operation. The most probable cause of the reported event was due to a faulty seal breaker motor coupler screw.

Event description:
On (B)(6) 2015, a customer reported error 2140, seal break errors with their aia-2000 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, bhcg, progii, lhii, fsh, prl and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Event description:
N/a follow-up.